Event description:
Pt is amputee and was receiving physical therapy. Therapist opened walker to assist pt in walking. Therapist put her weight on the walker to make sure it was sturdy. Pt stood up and put his weight on walker. Walker legs gave out and collapsed. Pt fell to ground on stump. Incision opened with bone showing and skin retracted. Pt required surgery to restructure leg. Investigation found that walker legs did not properly lock into place.